Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter. Taiga jl 3.5, stent: resolute onyx 2.5 x 24 mm. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an eccentric re-stenosed lesion in the distal left anterior descending coronary artery with mild tortuosity, mild calcification and 90% stenosis. A 2.00 x 15 mm mini trek rx balloon dilatation catheter (bdc) was advanced with no resistance. However, the balloon ruptured on the first inflation at 6 atmospheres for 10 seconds. The bdc was simply removed and replaced with a non-abbott bdc to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.